Event description:
(B)(4). Treatment of a large unruptured saccular sidewall aneurysm measuring 22.86mm x 15mm located in the right ica (internal carotid artery). The patient presented with neurological symptoms (reported to be related to optic and abducent cranial nerves) of diplopia, dysconjugate gaze, ptosis and visual field deficit. The baseline mrs (modified rankin scale) = 2 (slight disability, able to look after own affairs without assistance, but unable to carry out all previous activities). The patient was on plavix and aspirin at baseline and given heparin intra-operatively. On (B)(6) 2013, the patient underwent pipeline (35mm x 5mm) embolization treatment accompanied by a coil embolization procedure. During the procedure, it was reported the pipeline was deployed across the aneurysm neck; however, a narrowed segment of the device appeared to be twisted. Balloon angioplasty (an option presented in the instructions for use) was attempted twice to correct the twist, but without success. No adverse events were reported to be associated with the malfunction. No additional treatment was required. The scale of roy and raymond noted the aneurysm was completely occluded. At discharge, the mrs = 1(no significant disability, able to carry out all usual activities, despite some symptoms). A pseudoaneurysm was noted of a branch of the right internal iliac artery during a right common iliac angiogram and it was embolized with coils. The event (pseudoaneurysm) was noted as mild, serious, and related to the procedure. Follow-up angiogram demonstrated occlusion of the pseudoaneurysm. On (B)(6) 2013, a follow-up angiogram showed the pipeline device across the right ica with a stable narrowing in the middle portion of the device. The angiogram showed persistent filling. It was noted that the pipeline did not seem fully expanded. The patient was advised to continue on plavix and aspirin and return to the clinic in three weeks for consideration of an angioplasty. On (B)(6) 2013, the follow-up angiogram showed the pipeline device was present in the right ica. The morphology was unchanged from the (B)(6) 2013 follow-up. There was no evidence of branch occlusion or stent stenosis. There was a potential slight decrease in rapidity of exit of contrast from the right ica aneurysm. On (B)(6) 2013, the pseudoaneurysm resolved.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).